Event description:
It was reported that the customer needs programming assistance due to he was leaving the country for a week and wanted to set it in zero mode since he is only using the insulin pump for back up. The customer was assisted to set pattern for 0 basal rate delivery and confirmed how to restart normal basal. Customer stated that the insulin pump had blank display when he put in the battery. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Troubleshooting was done. During the troubleshooting the display returned. Advised the customer the battery cap would be replaced to rule out any possible issues with the battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.